Event description:
Following a diagnostic catheterization procedure a vasoseal elite was deployed. During recovery time, it was noted that the patient's right distal pulse was absent and the right posterior tibial pulses were diminished. The patient also complained of pain in their right calf. The patient was discharged. Three days later, the patient returned to the hospital for an intervention of a coronary vessel. At this time it was noted that the patient's right distal pulse was still absent and the right posterior tibial pulse diminished. However, it was noted that the patient's right popliteal pulse was bounding. The patient's intervention was cancelled and the patient was scheduled for an arteriogram and possible intervention of the infrapopliteal area. The patient was diagnosed with a thrombus and was treated with tpa.